Manufacturer narrative:
Please note update to section d4 regarding the UDI#. As reported via a voluntary medwatch, a patient underwent a bilateral iliac artery stent placement and a physician reported that the 6f mynxgrip closure device was deployed to the right groin site at the end of the procedure, but the patient immediately developed a hematoma. Pressure was required for approximately 40 minutes in an effort to secure hemostasis. The patient ended up having a vagal reaction that required medication. There were no issues reported operating the mynxgrip closure device, due to the pressure required. The product was not returned for analysis. The product history record (phr) review of lot f1905202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. Vagal reactions may occur while applying pressure to the groin during percutaneous procedures in which arterial or venous access is obtained. Pressure on a large artery can stimulate the vagus nerve, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Causing slowing of the heart rate and a drop in blood pressure. Anxiety, pain and discomfort at the puncture site may also result in a vagal reaction. Early signs include pallor, nausea and/or yawning, which often present with a slowing of the heart rate before a drop in blood pressure. This is a known potential complication with any invasive procedure during which pressure is applied to the groin area. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma/vagal reaction. However, the hematoma is possibly related to patient factors, pharmacological factors and/or procedural factors, and the subsequent vagal reaction is related to the manual compression applied. The reported ¿hematoma¿ and ¿vagal reaction¿ could not be confirmed as the product was not returned for analysis/procedural images were not provided, and no determinations could be made. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Cordis was notified of the event via copy of the voluntary medwatch submitted to the FDA by the facility where the event occurred. It was also indicated in the report that the device is available but attempts to confirm the return status and to obtain additional details of the event have been unsuccessful. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via a voluntary medwatch, a patient underwent a bilateral iliac artery stent placement and a physician reported that the 6f mynxgrip closure device was deployed to the right groin site at the end of the procedure but the patient immediately developed a hematoma. Pressure was required for approximately 40 minutes in an effort to secure hemostasis. The patient ended up having a vagal reaction that required medication. There were no issues reported operating the mynx closure device, due to the pressure required.